Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of and angiojet spiroflex with an unknown guidewire. The pump, shaft, and tip were microscopically examined and it was observed there was a break in the hypotube 43.5cm from the tip of the catheter and a broken hypotube at the hub of the device. Functional testing was done by placing the device in the console and during prime the console gave a ¿check saline¿ error. The device would not function due to the hypotube break. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 15dec2016. It was reported there was a slit in the tubing and a leak occurred. A spiroflex® angiojet® thrombectomy set was selected for a thrombectomy procedure in the coronary artery. While priming the catheter outside the patient, a slit on the outside of the tubing was noted and the device was leaking saline. The procedure was successfully completed with another of the same device. There were no patient complications reported. However, device analysis revealed a break in the hypotube 43.5cm from the tip of the catheter.